Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. The lesion being treated was located in the tortuous, heavily calcifed circumflex. It is unk if the vessel was pre dilated. As the physician was trying to cross the lesion he felt resistance, so he pushed a little harder and the catheter shaft broke outside of the pt's body. He removed the remainder of the stent delivery system. The procedure was completed with another of the same device. No pt complications were reported. The pt's condition is reported as satisfactory/good.